Event description:
Pt (patient) reported: that she wasted one cassette as she could not get it loaded properly (wasted 6ml) and that this was about 2weeks ago. Pt does not have the cassette available any longer so lot number and expiration date are unknown. Pt reported was able to fill a new cassette and continue infusing with no interruptions. Cassette is not available so return tracking information is not available. Photographs were not provided. This is a continuous infusion. Reported product fault did not occur while in use by pt. Product issue did not cause or contribute to pt or clinical injury. Cassette is not available. Pt had another cassette to use. Pt was able to successfully continue infusion. Infusion is life sustaining. Unknown if cassette was replaced. Outcome: resolved. No further info. Reported to (b(6) by: patient/caregiver.